Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedance. The lead had a safety switch and was changed to unipolar. At a system revision the lead was switched back to bipolar but pacing impedances remained out of range, therefore the ra lead was surgically abandoned, and a new ra lead was implanted at the normal battery replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedance. The lead had a safety switch and was changed to unipolar. At a system revision the lead was switched back to bipolar but pacing impedances remained out of range, therefore the ra lead was surgically abandoned, and a new ra lead was implanted at the normal battery replacement procedure. No additional adverse patient effects were reported.